Event description:
Discrepant advia centaur (B)(6) results were obtained on pt samples. The results were not reported to the physician(s). The samples were retested on a second system and corrected results were reported. There was no report of patient intervention or adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on pt samples. The results were not reported to the physician(s). The samples were retested on a second system and corrected results were reported. There was no report of patient intervention or adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on pt samples. The results were not reported to the physician(s). The samples were retested on a second system and corrected results were reported. There was no report of patient intervention or adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on pt samples. The results were not reported to the physician(s). The samples were retested on a second system and corrected results were reported. There was no report of patient intervention or adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on pt samples. The results were not reported to the physician(s). The samples were retested on a second system and corrected results were reported. There was no report of patient intervention or adverse health consequences due to the discrepant (B)(6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B)(6) results was due to the contamination of the wash 1 by the instrument operator, during the daily cleaning. The instrument was cleaned, primed, and calibrated. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B)(6) results was due to the contamination of the wash 1 by the instrument operator, during the daily cleaning. The instrument was cleaned, primed, and calibrated. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B)(6) results was due to the contamination of the wash 1 by the instrument operator, during the daily cleaning. The instrument was cleaned, primed, and calibrated. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B)(6) results was due to the contamination of the wash 1 by the instrument operator, during the daily cleaning. The instrument was cleaned, primed, and calibrated. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B)(6) results was due to the contamination of the wash 1 by the instrument operator, during the daily cleaning. The instrument was cleaned, primed, and calibrated. The instrument is performing within specifications. No further eval of the device is required.